Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Visual analysis noted no device anomalies. The device underwent a series of automated tests to verify pacing, sensing and recording functions of the device for which it did not pass battery usage criteria. The device case was opened and additional testing performed. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Event description:
Boston scientific received information that following implant this pacemaker declared a code 1002 indicative of high battery power usage while in storage mode. The device was subsequently explanted and replaced. No adverse patient effects were reported. This pacemaker is no longer in service.